Manufacturer narrative:
Device MFR date: unk.

Event description:
Approximately eleven months post procedure the pt underwent a second coil embolization procedure to occlude a reoccurrence of an anterior communicating artery aneurysm. There was no reported clinical consequence to the pt.